Event description:
Initially it would not work and it was turned off and back on and worked for less than one minute before it quit again. The temperature indicator and a second indicator light were on the whole time even after being turned on and off. The rep was on the phone with myself while we were attempting to get the equipment to work. He was unable to redirect us as far as solving the problem off sight, so the attempt was stopped.